Manufacturer narrative:
No nonconformance was found and recorded in the document ((B)(4)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(4)). The meter was shipped to pdc on 2019-04-16. Because the suspected meter was not returned to okb, the retained one (serial#: (B)(4)) was used to re-examine its setting and all functions, and no malfunction occurred. Also, it was re-tested by any retained strips (lot#: d210611b-1) from okb's warehouse and any valid control solutions (batch# of level low: 0ah1a03 and exp. By 2022-12-31; batch# of level high: 0ah3a17 and exp. By 2022-12-31). Re-testing results as below met the acceptance criteria, and desiccants of the strip vial are functional (orange color). Test results (level low: 56/55; level high: 308/299) met the acceptance criteria (level low: 30~75 ; level high: 230~340). The root cause of the complaint was unable to be verified without the suspected meter and more critical information. Therefore, the complaint must be closed out if no further action or information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 10:00am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a result of 230mg/dl. A normal result for that time of day is usually around 90-101mg/dl. Caller stated that she did not have any symptoms but she felt that the result she received was too high, so she drove herself to the hospital. She stated that she did not consume any medications or food prior to seeking medical attention. The caller stated that when she arrived at (B)(6), her blood glucose was 149mg/dl. Caller stated that she did not receive any treatment at the hospital. Caller also no longer had the test strips used that day. She stated that she was at the hospital for 3 hours. No additional information was provided